Manufacturer narrative:
The actual device was examined and performance tested. Test results indicated the flow rate was greater than the dial numbers indicated, however it is clearly stated in several places in the "directions for use" that these numbers are approximate. The pouch of lidocaine, which was also returned with the device for evaluation, stated that "it (lidocaine) should be used with a calibrated infusion device". The directions for use - "dfu" states that "dial numbers are approximate, confirm drip rate by using timer or a watch with a second hand". Failure to follow recommended directions for use may result in a product malfunction", a second "note" is at the bottom of the dfu - "dial numbers are approximate. Co feels that if the "dfu" had been followed, the emt or hospital personnel would have noticed the extremely elevated flow level and made the needed adjustments to the infusion rate. This drug should have been administered with the use of a calibrated infusion device. This is also the product insert which is packaged in each IV controller pouch. Co feels that this investigation is complete and that the complaint is closed.

Event description:
It was reported that "patient received IV ed by ems with lidocaine drip infusing with stat 2 pumpette tubing with built in calibrater set at 30ml/hr. Set delivered 250cc bag over 2 hours with this tubing. Patient developed stroke-like symptoms and required ICU admit for lidocaine toxicity. Uf#: (B)(4).